Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.

Event description:
On (B)(6), 2012, the lay user/ patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began on (B)(6), 2012 at 8:00am. The patient stated that he manages his diabetes with insulin (unknown type and dosage) and denied making any changes to his usual diabetes management routine in response to the reported issue. Fifteen minutes after the alleged issue occurred, the patient claimed to have developed symptoms of being shaky, weak and sick to the stomach but denied receiving any treatment in response to the symptoms. The cca noted that the reported issue was resolved through troubleshooting. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.